Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) replaced the pinch tube. Qc was performed and the results were within specifications. The investigation reviewed the last calibration performed on (B)(6) 2024; the signals were within the expected ranges. The investigation reviewed the qc data; the estradiol qc was out of -3 standard deviations (sd) from (B)(6) 2024 to (B)(6) 2024 for qc level 1 and qc level 2. The investigation reviewed the alarm trace; the trace showed a lot of "pc/cc (procell/cleancell) short" on (B)(6) 2024 and a calibration error on (B)(6) 2024 and on (B)(6)2024. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii results from two patient samples tested on the cobas e 801 analytical unit. The initial result was not released to the patients and medical staff. Sample ID: (B)(6) the initial result from the analyzer was 289 pg/ml. The first repeat result was from the analyzer 340 pg/ml. The second repeat result from their other e 801 was 404 pg/ml. This result was considered correct. The third repeat result from their other e 801 was 419 pg/ml. This result was considered correct. Sample ID: (B)(6) the initial result from the analyzer was <5 pg/ml with a data flag. The first repeat result from the analyzer was 22.1 pg/ml. The second repeat result from their other e 801 was 54 pg/ml. This result was considered correct. The third repeat result from their other e 801 was 57.5 pg/ml. This result was considered correct.

Manufacturer narrative:
The investigation determined the event was caused by the defective pinch tube. The investigation determined the service actions resolved the issue.